Event description:
After 19 months of implantation, this lead was capped because there was reported intermittent loss of capture. During an internal audit, it was found that this device should have been placed on a MDR. This is the reason the report is being submitted late.